Manufacturer narrative:
(B)(4). D10: pn 00598004701, ln 66121690. Stemmed tibial component. G2 foreign: china. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner would not assemble with the mating tibial tray. There was a 20 mins delay. Finally surgeon used size 10mm liner to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of insertion attempt (gouges) and the dovetail feature is flared and compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The reported products were reviewed for compatibility with no issues noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for proper bearing insertion are provided in the ¿nexgen lps fixed bearing knee surgical technique¿ (1393.2-glbl-en-issue date 2021-12-14) under ¿bearing insertion¿ (pg. 47). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.